Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (bicuspid anatomy, bulky calcium on the native valve leaflets) and procedural factors (under deployed valve) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, approximately 1 year and 8 months post implant of a 23mm sapien 3 ultra valve, a valve in valve was performed with a 23mm sapien 3 ultra resilia due to a combination of aortic insufficiency (ai) and paravalvular leak (pvl). The degree of pvl was moderate and the patient was in heart failure prior to the valve in valve. The root cause of the ai and pvl was thought to be due to under deployment of the valve. Per review of the CT by an edwards lifesciences clinical imaging specialist, the initial valve appears to be well-positioned. The patient has bicuspid anatomy. The valve is under-expanded at 19.4mm at mid valve (0.5mm added for outer diameter). There is heavy calcium of the native right cusp, and moderate calcium on the left side. No calcium was seen on the sapien 3 ultra resilia leaflets. The final outcome of the valve in valve was no ai or pvl.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The sapien 3 ultra valve remains implanted. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was reviewed by an ew imager, and the following was observed: valve appeared to be well-positioned ~85/15 (aortic: ventricular). The valve is under-expanded at 19.4mm at mid valve (0.5mm added for outer diameter). There is heavy calcium of the native right cusp, and moderate calcium on the left side. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints central regurgitation was unable to be confirmed. A review of the device history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Per imaging evaluation, the incident valve appeared under-expanded, which could interfere with functionality of the valve by restricting the leaflet motion leading to abnormal coaptation, resulting in central regurgitation. As such, available information suggests that procedural factors (under expanded valve) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.